Event description:
It was reported that an issue occurred with the cgm, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to follow up, as cts could not provide complete information on resetting the pump, and the customer was unable to access the usb port due to difficulties with the pump case.